Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted receipt of 2 sutures and no needles. From the opened sample, it was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hernia repair procedure, the suture frayed and broke. A new suture was opened in order to complete the procedure. There was no patient injury involved in the event.